Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported an over infusion of intralipids. Intralipids were being infused at 1.5ml/hour. Each hour, nurse noted correct infusion amount until 11:00 am when she noted 8.8mls had gone over that hour despite the fact that no one had adjusted the pump rate. The pump rate on the display had increased from 1.5ml/hour to 7mls/hour. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.